Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h during priming. There was no patient involvement. No additional information is available

Manufacturer narrative:
H10: the device was received, and a photograph was provided for evaluation. Visual inspection of the photo showed the lot information on the product label. Visual inspection of the actual sample showed the product to be wet from priming and without blood contact. Functional leak testing of the dialysate side was performed, and a leak was observed from a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was determined to be related to manufacturing in which non optimal welding parameters resulted in a sub optimal welding seam. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.